Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and visual inspection revealed the device had a torn outer hose and exposed the wires. The reported condition was confirmed. Evidence suggests this is due to improper handling. Ref: (B)(4).

Event description:
Report received from the USA stating that, during pre-check, it was observed that the "wires were exposed" on the cord of the motor device. The motor device was not used in surgery. No delays of surgery were reported as an identical spare device was available. There was no additional info provided.

Manufacturer narrative:
The device has not been received by anspach. If additional info is received, a supplemental report will be sent.